Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump squirted insulin during the manual prime process. The patient's blood glucose at the time of incident was 115 mg/dl. Troubleshooting did not occur since the customer did not have the insulin pump available at the time of call. The insulin pump was not returned for analysis.